Event description:
Got mentor saline implants in 2006, after surgeon shopped for young girls in night club offering group discounts. Two months after, I started getting lesions and memory loss. I had a nervous break down before year was over and had to quit job. I thought I was loosing my mind. I developed anxiety badly and because of life I just thought it was me. I became pregnant 6 months later after implants, had good pregnancy but when I began breastfeeding, my right side would get infected often and I would fall sick like flu but continued to breast feed through it. After I have done breast feeding, I went back to ps to have removed. He said I would be deformed with scars and suggested smaller implants (silicone natrelle) and a mesh lift. He offered no other lift, so I said no due to he said I would be first client he would do it on. I agreed to the silicone believing in him, he said there was no risk and very safe, too of the line. My first where mentor. After implants a month again I became very depressed, confused, and mentally drained. Again I didn't relate them to the implants. I thought life. I had a nervous break down, my karate ended, and I almost lost my son due to mentally couldn't handle my husbands fight. He said I was loosing my mind. After months bleeding from my nipple, when I contacted ps, he said had nothing to do with what he did. I had mammogram, and nothing was showing. Dr couldn't figure out what it was or why. It continued for about 3 years. I began having intense lower right back pain. Being a yoga teacher and massage therapist, I began that approach. Nothing helped, I'm healthy, eat well, active and I on daily basis feel my body breaking down, my joints ache, my chest is burning like the implants are hot or throbbing. I can't sleep due to the irritation and zinging of radiation through my body. My skin is dry and aging quicker and quicker no matter my diet or water intake. My hands now look like 80. When I went to ps again, they told me bii wasn't real, and if I had it why didn't everyone. Now I have to ask everyone I know because I'm never going to be approved for a loan to get them out. My first husband paid for these 'profanity' bags. I made stupid choice not loving my body and letting marketing and men cause me to manipulate my beautiful body. My last two children I couldn't breast feed past 4 weeks, the pain was so bad I thought I was dying with my third child. And I had three natural water births, nothing compared to the pain of the third and infection, back spasms. Few months ago, out of no where fell ill, intense spinal pain and back contorted like I was hit a car. Since the radiation, bone pain in my spine right behind implants no matter massage or stretching pains and aches so bad I can't even describe how I get through day other than pray. I was not told any of the side effects, studies nothing. I was a (B)(6) y/o who had a (B)(6) not (B)(6) like now where I can research and learn something before I do something stupid. There wasn't a black box label saying hey u could get cancer. Nothing saying your whole body might reject these and cause u til get ill. I'm scared but trying to do what can to get removed after 6 month process of test to get insurance to cover. And guess, they won't. Who will, who will help us? Three children. FDA safety report ID# (B)(6).